Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens. Reportedly this issue occurred with three lenses. This report references lens 1 of 3. Reference MDR # 1313525-2015-00611 for lens 2 of 3 involved in the event. Reference MDR # 1313525-2015-00612 for lens 3 of 3 involved in the event.